Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported marker lumen obstruction of flow was concluded to be related to a potential product quality issue due to the loctite material present in the polyimide tubing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned. Investigation has not yet begun. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. The device was successfully flushed during prep. Reportedly, there was no blood flow from the marker lumen. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.